Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's daughter reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 at 6:30 pm with a blood glucose level of 50 mg/dl. The caller stated that the customer may have had a stroke but they are unsure as the root cause of the hospitalization. The caller stated that the customer experiences low blood glucose due to anxiety. It is unknown if the customer was wearing the insulin pump during their hospital visit. The customer was treated for their blood glucose with water. The customer was transferred to (B)(4) for assistance with their meter. The customer did not return the product back for analysis.